Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 80-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, the patient experienced an access site bleed for which a femostop was applied. However, the bleeding continued and the patient was subsequently administered a blood transfusion amounting to 4 units of prbc. Impella support continued throughout the reported condition.